Event description:
It was reported that a tandem mobi pump battery would not charge. No additional information was received regarding the outcome of the event. Reportedly, customer reverted to manual injections for insulin therapy.